Event description:
Patient reports developing a burn following treatment with the anodyne home unit for approximately 30 minutes. The burn measured approx two and a half inches and was located above the ankle; the pt reports receiving an antibiotic from a medical professional. Pt reports receiving numerous prior treatments with the anodyne unit without incident.